Event description:
It was reported the lead was involved in the reported event and had ¿pulled down.¿ an x-ray was performed and the lead was replaced. The cause of the event was not determined and it was unknown if it was device related. The patient recovered without permanent impairment and was experiencing a 50% or greater symptom reduction.

Manufacturer narrative:
Concomitant products: product ID 97740, serial# (B)(4), product type programmer, patient; product ID 97754, serial# (B)(4), product type recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead. (B)(4).